Event description:
It was reported that patient faced a bent infusion set cannula on (B)(6) 2026, due to which the patient experienced hyperglycemia with irritability and elevated ketones, requiring corrective dosage through pump to treat the elevated blood glucose.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380